Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that no issues were noted during the implant of this pacing system. One day post implant, the patient complained of chest pain. A post operative x-ray was unremarkable for any system issues. However, an echocardiogram revealed a mild pericardial effusion. No intervention was required as all lead diagnostics were within normal limits. The system remains implanted and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.